Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient presented with implants placed using an ypradent lab guide on tooth positions 13 and 21. At presentation implant 13 was extracted and implant 21 was kept in place. Later a second surgery was performed for implant 13 and 22 using a simplant pilot guide to create the osteotomy. The implants were placed but did not have primary stability. The clinician placed a temporary bridge of ypradent. The patient was not pleased and presented to different clinician who discovered buccal perforations at both positions 13 and 22 requiring extraction and replacement. The patient is not suffering from any permanent harm due to this failure.

Manufacturer narrative:
The device was evaluated and found to be within specification.